Event description:
It was reported that the patient presented to the operating room for device change-out after receiving multiple shocks. Externalized conductors were pre-operatively observed on the lead. Lead was explanted and will not be returned. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.